Manufacturer narrative:
Product event summary: additional information was received that no malfunctions of the performer were identified after use for 6 months. Further investigation indicated the problem was determined to be with the flow probe and not the performer itself as no malfunctions were identified in the performer performance log. Conclusion: educating the customer about the alarm settings resolved the reported issues. No patient/clinical safety issues were reported. (B)(4).

Event description:
Medtronic received information that during use, the bubble detection alarm of this extracorporeal circulatory support system was activated twice and the biopump stopped. The perfusionist switched the device off and restarted it, which resolved the issue. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: a medtronic service technician visited the account and in the presence of the hospital biomedical engineer, performed a preventive maintenance (pm). No errors or alarms occurred and all tests were passed. No data was found on the card reader because the unit had not been shut down normally. The power cable was found to be defective and was replaced. The next day, the service technician checked the machine and the error occurred twice, indicating the machine had detected air bubbles in the lines. The perfusionist was instructed how to clear this error. The service technician met with the physician, explained the nature of the error message and suggested the lines be replaced prior to surgery. The lines were changed and no errors were detected during the entire procedure. Five days later, the service technician performed an endurance test on the machine and ran it continuously for six hours with no errors occurring. The next day, another case was performed with this device (and the replaced lines) with no errors. Conclusion: the error message was able to be duplicated during one device testing by the service technician. The customer was instructed on proper use of the device and with subsequent use, no error messages were demonstrated. (B)(6). (B)(4).